Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reports patient was revised approximately 4 years post-implantation due to an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.